Event description:
Abbott laboratory refused to replace the libre 14 day diabetes sensor monitor after 3 years use/medicare has purchased 2 of these each month for me for the past 3+ years. They are useless without a meter. Mine is + years old and failing. The representative refused to replace it. Need assistance to replace meter which monitors sensors.